Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed with in the infusion set tubing. Reportedly, the air bubbles were successfully primed out and insulin therapy resumed. The customer's blood glucose level ranged from 173-299 mg/dl.